Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer uninstalled and reinstalled the app resolving the issue.